Manufacturer narrative:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) was ruptured and button #1 didn't work. Hemostasis was achieved using manual compression for approximately 20 minutes. There was no reported patient injury. The mynx vascular closure device (vcd) was used during an interventional procedure with a retrograde approach. The deployer was mynx certified. Femoral artery suitability, including sheath insertion angle, was verified on angiography or venography. The vessel type was arterial, the vessel diameter was verified to be greater than or equal to 5 mm, vessel tortuosity was moderate, and there was severe peripheral vascular disease (pvd) or calcium present near the puncture site. The mynx vcd was stored and prepared according to the instructions for use (IFU). One non-sterile 5f mynx control vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that button 1 was not depressed, and button 2 was not depressed. The stopcock was found open. No syringe was returned for this evaluation. The sealant was present in its manufactured position, fully covered by the sealant sleeves. No abnormal conditions were observed in the sealant sleeves. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. Per functional analysis, the balloon was tested for inflation and deflation, during which no issues related to the reported event were observed, as the balloon inflated and deflated as expected. In addition, a simulated deployment test was performed to ensure functionality. The unit operated as intended, deploying the sealant and retracting the balloon as expected. After the tension indicator was aligned by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence. The reported events of balloon-balloon loss of pressure¿ and ¿button #1-frozen/locked¿ were not observed through analysis of the returned device since the balloon passed functional analysis, and button 1 was able to be fully depressed without issue during functional analysis. The exact cause of the issues experienced by the customer could not be conclusively determined during product evaluation. Based on the information available for review and the product analysis, it is not possible to determine what factors may have contributed to the balloon rupture reported since the balloon was able to be inflated/deflated without issue. However, balloon prep and/or handling factors are possible. Additionally, it is not possible to determine what factors may have contributed to frozen/locked button 1 experienced since the button was able to be fully depressed during analysis. However, handling factors (such as incorrect alignment of the tension indicator prior to attempting depression) are possible. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. The IFU instructs, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ additionally, the IFU directs, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window.¿ neither the product analysis, nor the information available for review suggest that the issues experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
The mynx vascular closure device (vcd) was used during an interventional procedure with a retrograde approach. The deployer was mynx certified. Femoral artery suitability, including sheath insertion angle, was verified on angiography or venography. The vessel type was arterial, the vessel diameter was verified to be greater than or equal to 5 mm, vessel tortuosity was moderate, and there was severe peripheral vascular disease or calcium present near the puncture site. Hemostasis was achieved using manual compression for approximately 20 minutes. The mynx vcd was stored and prepared according to the instructions for use.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) was ruptured and button #1 didn't work. There was no reported patient injury. The device is being returned for evaluation.